Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer stated that insulin pump has an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected critical pump errors (open book image) were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. The adapt tool reveals that a pump error 63 occurred at (B)(6) 2021 06:10:02.000 and a pump error 4 occurred at (B)(6) 2021 06:10:01.000. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--u2. In summary, customer statement regarding an open book was not confirmed during testing; however, the vibrator failed to vibrate during the self test due to the corrosion on the battery board where the vibrator is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. Customer stated that insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The device will be returned for analysis.